Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown size 50 vitalock cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to cup loosening - showed on x-ray prior to revision. Surgeon replaced cup, liner and head, stem was well fixed.